Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation is currently under way.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self activated. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions as it was able to prime, fire and obtain six turkey breast samples without issue. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was overlapped by the stylet spring. As the device functioned properly and the reported issue could not be reproduced, the investigation is unconfirmed for the reported self-activation. Although the reported self-activation could not be reproduced under laboratory conditions, the identified overlapped bumper likely contributed to the identified incomplete cannula tang engagement, which in turn may have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon available information. Potential contributing factors include issues related to tolerance stack up and component interference. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self activated. There was no patient contact.